Event description:
It was reported that the kit was opened and during placement into the pt's right subclavian, the physician experienced difficulty. The spring wire guide (swg) began to "stretch apart" and unravel in the center. As a result, it was removed intact and another kit was opened. This attempt was made at the pt's internal jugular and was successful. There was no delay in treatment and no pt complications were reported. It was noted by the charge nurse that the physician seemed to have difficulty around the pt's clavicle and could have been an issue with their anatomy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.